Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where there was damage on the ultrasonic probe and a scratch on the acoustic lens. The most probable cause of the discovered damage is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound gastrovideoscope had an ultrasonic image failure. There were no reports of patient harm.